Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 7 and 8 had failed. The technical support specialist remoted into the system and found that both drawers were not recognized and appeared highlighted in yellow, indicating a possible board failure. An on-site field service engineer was dispatched after key availability was confirmed. A field service engineer removed the back panel and replaced the card on the rear due to the absence of indicator lights. Then the fse remoted into the cabinet and found that 4 matrix drawers (07, 08, 09, and 10) required configuration and contacted the medication bank support line for assistance. Remote support was provided to complete the configuration, and all drawers were subsequently confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication, as drawer 7 would not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.